Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped. They restarted and used the pump at various speeds during case with no more errors. There was no alarm when this occurred. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Per the clinician review on (B)(6) 2015: during cpb, the arterial roller pump stopped without warning and without any audible or visual messages. The perfusionist (ccp) stated there were no issues observed during set-up, priming, or in setting occlusion of the rollers prior to cpb. The ccp stated that just prior to the observed pump stop, the flow rate was about 4.0 liters per minute (1/min) and he was making an adjustment of the vacuum assisted venous drainage (vavd) vacuum level on the venous reservoir, in attempt to improve venous returned. The ccp noticed the venous reservoir level had increased significantly, and he also noticed the arterial pump was not rotating and was in the stop mode. The field service rep (fsr) could not verify the roller pump speed going to zero. The fsr tested the pump with no failures. The unit operated to MFR's spec and was returned to clinical use. Software data logs were received by the MFR on (B)(6) 2015 for further eval.